Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported via a manufacturing representative that she had a lack of efficacy and return of urinary incontinence. Reprogramming was attempted but ultimately the lead was explanted and replaced and a new lead was placed on the other side. The issue was resolved at the time of this report.